Event description:
It was reported that during the procedure, the handle became detached upon removing the cannula from the patient. Medical intervention was required to retrieve the cannula fragment from the patient. The fragment was successfully removed and no other adverse consequences were reported.

Manufacturer narrative:
We have evaluated the device. Device not returned for evaluation.

Event description:
It was reported that during the procedure, the handle became detached upon removing the cannula from the patient. Medical intervention was required to retrieve the cannula fragment from the patient. The fragment was successfully removed and no other adverse consequences were reported.